Manufacturer narrative:
Pls note that this submission was submitted in the test account accidentally because I wasn't aware of the production account. The MDR was submitted on 2/24/2016.

Event description:
Drive received a letter regarding the incident from the enduser involving a knee walker, a product imported and distributed by drive medical. The height adjusting mechanism allegedly allowed the steering column to collapse causing her to fall forward and slice her hand on part of the handle bars/brake lock. The enduser went to the hospital and allegedly received stitches that stayed in for 12 weeks. No product defect and/or malfunction has been report to drive medical. Due to lack of product information, we are unable to identify the manufacturer of the product. This report is based solely from the information provided from the enduser.